Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the lead exhibited undersensing.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, low sensing and high threshold was noted on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of low sensing and high capture threshold were not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were noted.